Manufacturer narrative:
Returned product had exceedingly tight repositioning unit, making it difficult to advance the unit along the catheter. Additionally, a notable catheter kink was found at the 26-cm mark. Repo unit was soaked to ensure blood was not contributing to issue, however the repo unit remained difficult to advance. The cath anchor was able to translate relative to the repo unit with no movement of the unit itself when attempting to advance. In conclusion, it was determined that the cause of the positioning issues was insufficient repo unit ID. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported difficulty delivering the device due to significant resistance met while manipulating the device through the sterile sleeve. The pump was removed and replaced with no harm to the patient.